Event description:
It has been reported to the co that during the procedure the tip of this device broke off. Reportedly, the distal tip of the wire was cut off as the physician attempted insertion through rca #1. The tip fragment was retrieved from the pts body and there is no report of pt injury. The device is being returned for co's evaluation.